Event description:
It was reported by the user facility that the saline bag back-filled during recirculation. There was no patient involvement.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The saline bag refilling with dialysate was generally observed visually during recirculation. There have been no adverse events associated with the reported issue. The air separator assembly was returned to the manufacturer for physical evaluation and failure analysis. No problem found with the air separator assembly in simulated treatment and the issue of the saline bag back-filling could not be reproduced. The air separator assembly was replaced and the machine was put back into circulation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.